Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and provided a potential cause of the jumpy impedances. The plan is to continue to monitor the patient. The device remains in use. No adverse patient effects were reported. Additional information received indicates that ts provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.